Event description:
A customer contacted beckman coulter inc. (Bec) to report a few drops of clear liquid on top the tube of the coulter act diff 2 analyzer when starting new controls. The controls recovery was acceptable during the time of the event. The customer had replaced the probe wipe, but did not resolve the issue. There was no biohazard exposure to mucous membranes or open wounds. The customer was wearing gloves and a gown during the time the leak was discovered. No discrepant patient results were generated as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the vacuum isolator chamber (vc1), which resolved the issue. Per coulter act diff 2 analyzer operator's guide, pn (B)(4): warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).